Manufacturer narrative:
Cmp-(B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It is reported that during an ulnar collateral ligament repair, the first anchor pulled out of the bone. The surgeon opted not to replace the first suture and secured the repair with the second suture anchor. No additional holes were drilled, and no adverse event is reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual review of the returned device identified only a portion of the suture along with the anchor was returned for evaluation. The review identified both ends of the suture to have fraying. There are no indications that the suture was assembled incorrectly with the anchor. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined; however, it was noted in the complaint that the surgeon drilled the hole twice and may have fractured the side of the cortex. If the cortex was fractured, this could cause the device to pull out. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.